Event description:
It was reported that the patient was having persistent atrial fibrillation events which the physician desired to monitor remotely. However, the patient¿s pacemaker experienced frequent radio frequency lockouts wherein the frequent radio transmissions were of long duration. Moving any sources of electro-magnetic interference away from the transmitter and a device reset for the radio frequency timer were both discussed. The patient was in stable condition. No further information is available.